Manufacturer narrative:
UDI (B)(4). The lot number was listed as the serial number in the previously submitted report. This report has been updated to reflect the corrected information. The device was returned for evaluation. Visual examination found that the silicone housing was torn cut around the siphon guard and marks on the siphon guard were noted. Review of manufacturing records found this device conformed to specification when released to stock. The root cause for the cut/tear in the silicone housing is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear cut resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
Certas valve was faulty when reoperated on.